Event description:
It was reported that during balloon ablation procedure, a thermocouple error was received. A second unit was obtained and used to complete the case with no patient consequences. Surgery was extended by 45 minutes and the patient was under general anesthesia.